Event description:
Customer stated that a pt sample with known anti-e and anti-jka did not react with jka positive cells of 8ra170. Anti-e was identified. Anti-jka identified using panel ra428 (exp. 6/29/04) ith peg enhancement tube testing (15 mins incubation). Antibody is showing dosage. No reactions seen with heterozygous cells. No death or serious injury was associated with this incident.